Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The cgm repeatedly alerted for low glucose values so the adult patient kept eating additional food. He did not have access to a bg meter to check his blood glucose. He started to feel ill (no specific symptoms provided) and called for an ambulance. When the ambulance arrived, they checked his bg and their meter showed severe hyperglycemia (exact value not provided). When he arrived at the emergency room (ER), his bg was around 40 mmol/l. He received extra insulin and then was able to go home. The sensor insertion date was not provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.